Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for insufficient with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that during use of the bd vacutainer® safety-lok¿ blood collection set clotting took place in the safetylok tubing when perfusion patients for more than 1 day. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: a complaint from a customer that when they perfused 3 patients with our safetylok blood collection needles, they had to change the needle after 1 day. Normally they use the same needle for several days.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® safety-lok¿ blood collection set clotting took place in the safetylok tubing when perfusion patients for more than 1 day. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: a complaint from a customer that when they perfused 3 patients with our safetylok blood collection needles, they had to change the needle after 1 day. Normally they use the same needle for several days.